Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
Customer alleged nothing unusual was noted throughout the case. Physician was trying to wire the left inferior phrenic vein (lipv) but had gone more anteriorly with the wire and he believes that was what had caused the perforation. Second attempt at wiring the lipv was successful. Patient was haemodynamically stable throughout procedure. However, patient was hypotensive after anaesthetic has worn off about an hour later after the procedure. Patient blood pressure continued to worsen 3 hours later and an echo was ordered which 1-1.5 cm of pericardial effusion was found. Physician did pericardiocentesis and patient blood pressure and heart rate return to normal and is expected to fully recover.